Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that a 3.0x12mm nc tenku dilatation catheter advanced to the proximal left anterior descending (lad) coronary artery eccentric, 90% stenosed lesion without issue. During first inflation at 16 atmospheres for 1 second, the balloon ruptured. Another nc tenku catheter was used successfully in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.